Event description:
It was initially reported to target that the distal end of the device stretched as a wire. Unable to snare the coil. However, upon eval it was found that the retriever-10 was severely damaged. Its coil was stretched and broken and its wire was also broken. The pt did not require surgery nor add'l intervention as a result of this event. Pt was reported in good condition after the procedure.